Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 18-oct-2022 h.6. Investigation summary: material #: 367955 lot/batch #: 2164898 bd received 21 samples from the customer in support of this complaint. The 21 samples were visually inspected, and the issue of insufficient additive was observed. Additionally, 100 retention samples were visually inspected, and no issues related to insufficient additive quantity were found. Bd was able to confirm the customer¿s indicated failure mode based on the visual check of returned samples. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer noticed some tubes do not have coagulation. The following information was provided by the initial reporter. The customer stated: ¿we noticed that on some racks, some tubes did not have enough coagulation activator "flakes".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer noticed some tubes do not have coagulation. The following information was provided by the initial reporter. The customer stated: ¿we noticed that on some racks, some tubes did not have enough coagulation activator "flakes".